Manufacturer narrative:
Smith & nephew is submitting this report pursuant to the provisions of 21cfr, part 803. This report may be based upon information which smith & nephew has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, smith & nephew, or its employees, that the report constitutes an admission that the device, smith & nephew or its employees caused or contributed to the potential event described in this report. - attachment: [209221 summary.pdf]

Event description:
It was reported that revision surgery was performed.

Manufacturer narrative:
It was reported that right hip revision surgery was performed. During the revision, the hemi head and the modular sleeve were removed. The bhr cup and the synergy stem remained implanted. As of today, device return and additional information has been requested for this complaint but has not become available. In the absence of the actual devices, the production records were reviewed for the known devices reportedly involved in this incident. Review of manufacturing records did not reveal any waivers, concessions, manufacturing or material abnormalities that could have contributed to this issue. The available medical documents were reviewed. The acetabulum and femoral component looked good, well fixed and well positioned. The pathology report noted chronic inflammation and necrosis. It was also noted the patient had breast cancer which required radiation therapy but the rest of the treatment and cancer staging was not provided. It cannot be determined to what extent the patient fall and comorbidities and cancer treatment had on her pain symptoms of memory loss and clinical status. The pain, elevated cobalt and intraoperative findings of chronic inflammation, discolored joint fluid and trunnionosis are consistent findings associated with metallosis. However, without the supporting lab/ imaging, and/or the analysis of the explanted components, the source of her memory loss and clinical reactions cannot be confirmed, and it cannot be concluded that the reported clinical reactions were associated with a mal-performance of the implant. The patient impact beyond the pain, revision, and expected transient post-op convalescence period cannot be determined. Without return of the actual devices or further information we cannot further investigate or confirm the details supplied in this complaint, and our investigation remains inconclusive.